Manufacturer narrative:
Product complaint #: (B)(4). Date of event: unknown. Batch # r59t1h. Device evaluation summary: the analysis results showed that the tx60b device arrived with no apparent damaged and with one reload present. The reload was received with only 11 staples present and damaged, rear cap was detached as the weld was noted to be insufficient. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was that during a laparoscopic colectomy, it was found that the staples had been protruded before the device was fired. Then, the surgeon tried to fire the device for functionality. But the firing force was higher than expected, and the firing trigger could not be fully grasped. Another device was used to complete the case. There were no adverse consequences to the patient.